Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced. Upon testing of the explanted device fluid loss was identified from a hole in the reservoir. The cause for the hole was not identified. The patient did not experience patient complications.